Event description:
Biopsy needle separated from guide wire on 4 aspiration needle sets. This could result in the needle being lost in the pt's airway during a bronchoscopic procedure. All 4 items were from the same lot number.